Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. F information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, and was found to have dislodged. Additionally, the implantable cardioverter defibrillator (ICD) experienced premature battery depletion, and a power on reset (por) was observed. The device and lead were both explanted and replaced. No patient complications have been reported as a result of this event.